Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 250cc mentor smooth round moderate plus profile saline breast implants experienced bilateral breast pain, device migration and paresthesia post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. According to the revision carried out on (B)(6) 2022 for lot number 9539276. Non-conformances were found with number (B)(4) related to device malfunction. Reason for device explant and/or reoperation: n/a. FDA correction/ removal reporting no. 3005423519-10/12/2021-00. Manufacturer¿s reference number: (B)(4).